Manufacturer narrative:
Since the part and lot numbers of the components are unknown, a device history record review could not be completed. Since the product was not returned their condition is unknown. These devices are used for treatment surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unk, unknown harris-galante shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that thigh pain was present with twelve of the hip arthroplasties and half of these had an associated limp.